Event description:
Customer reportedly received result of 80 mg/dl on the compact plus system and 46 mg/dl on a lab value within 10 mins. Customer later received result of 367 mg/dl on the compact plus system and 98 mg/dl on professional's device within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer has discarded the test strip vial; replacement was sent.